Event description:
Pt reported oxygen concentrator on fire and removed it from the house where it burned into a puddle. Fire was extinguished with water. Pt has burns on his chest, neck, arm, and nose. No property damage.

Manufacturer narrative:
Device is being returned for evaluation. A follow-up report will be submitted after the device is evaluated.